Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: niger j clin pract 2011; 14: 445-8; doi: 10.4103/1119-3077.91753. (B)(4).

Event description:
It was reported via journal article: title: "treatment of dorsal wrist ganglia by transfixation technique." Authors: cm rathod, as nemade, cm badole. Citation: niger j clin pract 2011; 14: 445-8; doi: 10.4103/1119-3077.91753. This prospective study aimed to "determines" the results of treatment of dorsal wrist ganglia by using the transfixation technique. From may2005 to dec2007, 40 patients (n=14 male and n=26 female; mean age of 25 years [10-59 years]) with dorsal wrist ganglia size more than 5mm underwent outpatient treatment using the transfixation technique. In the procedure, the sterile silk suture (1-0) was passed through the cyst and taken out from the opposite side. The thread was tied over the cyst over a sterile gauze piece firm enough to hold it in place. Complications included superficial infection (n=1) at the site of entry point of threads at 10 days "ff-up" treated with antibiotics; and severe necrosis of the skin (n=1) under the gauze piece, which needed a prompt early removal of the thread and a course of antibiotics. The lesion healed well but the swelling persisted till the end of this study to a total period of 18 months. Comparing with other modalities transfixation technique is cost-effective, less time consuming, minimally invasive, low rate of recurrence, and can be carried out under local anesthesia, and does not require any special instrument and an easy-to-learn technique.